Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, while the pocket was being closed, an error message was displayed indicating the impedance should be below 400 ohms. The pocket was reopened and the connections were verified. The device was inserted back into the pocket (intramuscular) and automatic set-up was tried again, with the same error. Manual set-up was performed and the error presented again. A commanded shock was delivered and the impedance was 68 ohms. However, when the auto and manual set-up process was done again, the error remained. The physician tried to perform a defibrillation threshold (dft) test induction but the device failed to deliver the ¿high fib¿ 50 hertz. The session was ended and a new programmer was obtained. An interrogation with the new programmer revealed a red warning screen with charge time (CT) and long charge (lc) faults displayed. This device was removed and a different device was implanted with the original electrode. Automatic set-up and dfts were successful. No adverse patient effects were reported.

Manufacturer narrative:
Visual inspection of the device noted handling damage, including tool marks and dents on the device case. The seal plug was intact, and the setscrew moved freely. A review of the device memory noted a long charge and charge timeout error. The device was connected to a test fixture. The sensitivity vector testing noted the device did not see a signal in the primary vector. The secondary and alternate vectors sensed the same signal when connected in those configurations. The programmer reported "unable to retrieve impedance value." When a manual test setup was initiated. A shock was attempted to be delivered but was not successful, and interrogation with a programmer revealed long charge and charge timeout errors. The device case was removed and inspection of the internal components noted no irregularities. The battery pack, high voltage (hv) capacitors, and resistor were removed and tested, with no anomalies found. Further testing of the internal circuitry was performed, where infrared thermography and curve tracing found the output bridge was shorted, which would not allow the hv capacitors to charge. Despite exhaustive analysis, the root cause for the shorted output bridge could not be determined.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, while the pocket was being closed, an error message was displayed indicating the impedance should be below 400 ohms. The pocket was reopened and the connections were verified. The device was inserted back into the pocket (intramuscular) and automatic set-up was tried again, with the same error. Manual set-up was performed and the error presented again. A commanded shock was delivered and the impedance was 68 ohms. However, when the auto and manual set-up process was done again, the error remained. The physician tried to perform a defibrillation threshold (dft) test induction but the device failed to deliver the 'high fib' 50 hertz. The session was ended and a new programmer was obtained. An interrogation with the new programmer revealed a red warning screen with charge time (CT) and long charge (lc) faults displayed. This device was removed and a different device was implanted with the original electrode. Automatic set-up and dfts were successful. No adverse patient effects were reported.